Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The reported failure was confirmed during the on-site inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the front panel switch of the subject device was not functioning. The issue occurred during maintenance. There were no reports of patient involvement.